Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Event is being reported to FDA on one medwatch as the limited information available indicates that a recap cement procedure occurred. Should additional information be received regarding the procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient enrolled in a clinical study underwent a recap cemented left total hip arthroplasty on (B)(6) 2006 with complication of sciatic nerve palsy. It was further reported that patient has not recovered, but has improved; and residual foot drop and sensory defect was noted.

Manufacturer narrative:
Patient was not enrolled in a clinical study. A retrospective clinical review identified the patient¿s event. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
As part of a retrospective clinical study, a patient was identified who underwent left femoral resurfacing procedure on (B)(6) 2006. Subsequently, the patient experienced sciatic nerve palsy and has not recovered, but improved; and residual drop and sensory defect was noted. Additional information received on product identification. There has been no reported revision procedure.

Manufacturer narrative:
Correction: patient underwent femoral resurfacing procedure initially and not a total hip arthroplasty procedure.

Event description:
It was reported that patient enrolled in a clinical study underwent a left femoral resurfacing procedure on (B)(6) 2006. Complication of sciatic nerve palsy was reported. It was further reported that patient has not recovered, but has improved; and residual foot drop and sensory defect was noted. There has been no reported revision procedure to date. A review of invoice history could not confirm the initial surgery date.